Manufacturer narrative:
The reported failure (flaking) can not be confirmed because the unit was not returned for inspection. Probable root cause(s) for the reported failure mode can be associated, but not limited to: components do not fit properly (gap/alignment between cutter/housing assemblies): however, functional and dimensional inspections of the returned unit were satisfactory.; high friction due to components interaction (e.g. High rpm settings): as per IFU warnings, cutters should not be run at speeds greater than 6000 rpm or excessive particulate generation may occur poor suction on finished device: the cutter tip shall be immersed in water and with proper suction (at least 5 in hg vacuum) flow whenever the instrument is running to prevent abnormal wear of the cutting surfaces; excessive force/torque applied by user (bending/prying): reduces clearance between inner and outer assemblies, which may cause the cutter blade to scrape the housing surface, potentially leading to surface wear and metal particles generation. In sum, the unit was not returned and the failure mode could not be confirmed.

Event description:
It was reported that a surgeon using a 4.0mm resector felt a jam with the blade and removed it from the joint. A small metal flake fell, so the blade was replace.

Event description:
It was reported that a surgeon using a 4.0mm resector felt a jam with the blade and removed it from the joint. A small metal flake fell, so the blade was replace.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.